Event description:
On 2/4/97, the customer splashed lyse into her left eye, while maintaining the hematology analyzer. According to the customer, when she pulled the lyse line off of the left side of the instrument, the tube popped off of its fitting and a few drops of lyse splashed in her eye. The customer was wearing a lab coat, gloves, and safety glasses when the incident occurred; however, lyse splashed around her safety glasses. The customer flushed her eyes with water and sought medical attention from the office physician, who sought medical attention from the office physician, who irrigated the eye with buffered eye wash solution and applied an eye patch. Afterwards, the customer said she had a slight burning in her left eye. The customer was referred to the msds sheets associated with the lyse product. On 2/26/97, the account stated that her eye, which had lyse splashed in it, was doing well. No report of injury.